Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. X-rays were reviewed and could not confirm loosening but could confirm the present of a cyst. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received and reviewed: primary left total knee replacement implanted on (B)(6) /2016, with no reported complication. Pain and unspecified symptoms increased in 2020, with antigranulocyte scintigraphy on (B)(6) 2020 ruled out sepsis, and demonstrated hyperactivity below the posterior internal tibial plateau. It confirmed loosening with large resorbent cysts next to the tibial component. Patient then received radiological assessment on (B)(6) 2021 showing increase in volume of those same cysts involving the tibial plateau. On (B)(6) 2021, patient received a left total knee revision to address pre-op diagnosis of "loosening of the femoral and tibial components...most likely aseptic". The procedure included debridement, bacterial samples, and washing, as well as explantation of entire left total knee replacement, extensive synovectomy, and placement of an antibiotic spacer. A viscous yellowish liquid was expressed from the joint following arthrotomy, which was sent for bacteriology. A large medial tibial defect was noted following removal of the tibial implant. The loosening interface was not identified for either the tibial tray or the femur components. The patella was not noted to be loose. All implants were explanted, cultures obtained from femoral and tibial canals. Patella component was removed. An antibiotic spacer was placed following thorough washing of wound. At no point in the surgical dictation was infection confirmed, despite the extensive treatment. Antibiotic therapy, physical therapy, followed by reimplantation of definitive products planned to occur six weeks post-revision.